Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13feb2019. Philips field service engineer (fse) confirmed oxygen pressure failed and touchscreen off. Fse replaced the gas deliver system (gds) and touchscreen to resolve these issues. Unit passed performance verification testing and is ready for clinical use.

Event description:
Customer reports unit failed pressure testing. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 16may2019. A touchscreen assembly and gas delivery system (gds) were return for analysis. An investigation was performed and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.